Event description:
Hot and cold flashes, fatigue, very sleepy, body aches and pains, lots of ovary pain, lower back pain, leg pain, hormones testosterone low, headaches everyday, every month painful cramps and blood clots, decrease sex drive, weight gain, can't lose weight.